Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The manufacturer representative reported that the cause of the defective introducer was because the introducer sheath was tighter than normal.  The directional guide would not slide into the introducer sheath . No further complications were noted nor anticipated

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are : product ID 355018, lot# w60402, product type accessory. Information references the main component of the system. Other relevant device(s) are: product ID: 355018, serial/lot #: (B)(4), ubd: 06-oct-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the lead introducer was defective and would not slide over wire. A new lead introducer was used . No symptoms were reported. No further complications were noted or anticipated